Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25162432, 25162587, and 25162675 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed. Another kit was opened to complete the procedure. A second kit was opened to complete the procedure. No procedural delay. No patient injury or negative effects.